Event description:
The equipment was not suspect in causing harm to the pt. There was no question concerning the equipment on the day of the procedure. All condsiderations were pointed to the pt. On the following day, after four other surgical procedures had been performed in that room, one of the nurses in the room at the time of the code stated that the caridac monitor reading did not relfect the pt's physical appearance at that time. No other personnel in the room supported this statement. In light of the fact that there was no determination of cause, both the anesthesia machine and cardiac monitor were sequestered in the surgery suite where the procedure took place. The room was cordoned off and the service providers for both pieces of equipment were contacted to schedule an evaluation asap. Service provider came out the same day to evaluate the anesthesia machine. All tests (functional and vaporize efficiency tests were functional and within MFR specifications). At this time, the machine remained sequestered in the or suite. The next day, philips medical came to evaluate the cardiac monitor. This equipment also passed all performance verifications. At no time was there consideration that this equipment contributed to the cause of this pt's death. As stated above, the equipment was utilized on four pts the day of this incident. No problems were noted. After sequestering the equipment for evaluation, the equipment was released to service the following monday after the evaluations had been completed and reported all functioning properly. As stated above, the anesthesia machine was evaluated as well. To date, the cause of death has still been undetermined. Preliminary autopsy report prepared by the coroner revealed nothing. Rptr is still waiting on the final report.